Event description:
On (B)(6) 2013, the data received upon remote follow-up could not be displayed in the back office application interface because of an incorrect data stored in device memory.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. The device model involved in this MDR report is not approved in the u.s.: however, it is similar to paradym rf crt models approved under p060027. On (B)(6) 2013, the data received upon remote follow-up could not be displayed in the back office application interface because of an incorrect data stored in device memory. Analysis revealed the incorrect data was located in patient data. The root cause of these incorrect patient data could not be investigated, but it most probably resulted from communication errors occurring during patient data programming sequence. In order to restore the ability to perform remote follow-up for the subject device, the patient data should be corrected and programmed again during an in office patient follow-up.